Event description:
Case description: investigational result novofine 8 mm 30 g, batch number: 19g09k a visual examination of the returned product was performed. The returned needle had been tested for flow through the needle tube. During testing it was possible to deliver preparation.it was not possible to detect the alleged fault. The product was found to be normal. During examination of the product, no irregularities related to the complaint were detected.the number of complaints on the batch was evaluated and relevant actions were taken. Since last submission the case has been updated with the following: investigation result added imdrf code added relevant fields updated in EU/ca tab narrative updated accordingly final manufacturer's comment: 01-aug-2023: the suspected needles (44 unused and sealed needles) have been returned to novo nordisk for evaluation. During examination of the product, no irregularities related to the complaint were detected. Device was found to be working as intended, no abnormalities detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novofine 8mm (30g) and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse events. H3 continued: evaluation summary novofine 8 mm 30 g, batch number: 19g09k a visual examination of the returned product was performed. The returned needle had been tested for flow through the needle tube. During testing it was possible to deliver preparation.it was not possible to detect the alleged fault. The product was found to be normal.during examination of the product, no irregularities related to the complaint were detected. The number of complaints on the batch was evaluated and relevant actions were taken.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) needles got stuck in the tissue [injury associated with device] two novofine 8 mm needles broke independently [needle issue]. Case description: this serious spontaneous case from germany was reported by a consumer as "needles got stuck in the tissue(needle stick/puncture)" with an unspecified onset date, "two novofine 8 mm needles broke independently(needle broken)" with an unspecified onset date, and concerned a 684 months old female patient who was treated with novofine 8mm (30g) (needle) from unknown start date for "device therapy", patient height, weight and body mass index was not reported. Dosage regimen of novofine 8mm (30g): not reported current condition: type 2 diabetes mellitus (duration not reported). On unspecified date, the patient was hospitalized as novo fine 8 mm needles broke independently and got stuck in the tissue. The treating physician could not find the broken parts at first. However, they were later removed. Patient was hospitalized for three days discharge dates were unknown batch number of novofine 8mm (30g): 19g09k (non-valid) the outcome for the event "needles got stuck in the tissue(needle stick/puncture)" was not reported. The outcome for the event "two novofine 8 mm needles broke independently(needle broken)" was not reported.